Manufacturer narrative:
The devices in question are packed in custom ophthalmic cataract surgery kits, typically in quantities of 100 custom kits per customer. The two devices in question were used in finland and were received for our investigation. The manufacturing lot (107224) totaled (B)(4) and all have been distributed worldwide with no other complaints of this nature. The received two products in question were examined and were definitely hurricane medical 4127 hydordissectors as there was question by the kit packer if they were the correct product. The products in question were inspected and met all the specifications of the device master record and dimensional attributes of the engineering drawing. Both samples irrigated a steady stream of bss as intended using a syringe although we had no way to access the plunger force used during irrigation. A broken capsule is an inherent risk associated with cataract treatment.

Event description:
Two adverse events occurred during cataract treatment in finland. Each, during hydrodissection while using a hurricane medical 4127 hydrodissection cannula, the first incident the user said "there was a block (or jam, stoppage) in the hydrodissector. The fluid has not gone through as intended. When pressing harder, the back capsule has broken, and vitreous liquid has come away from the eye, bigger operation than intended has been needed." The second incident the user said "the fluid has not gone through as intended. When pressing harder, the back capsule has broken, and vitreous liquid has come away from the eye. "

Manufacturer narrative:
The devices in question are packed in custom ophthalmic cataract surgery kits, typically in quantities of 100 custom kits per customer. The two devices in question were used in (B)(6) and were received for our investigation. The manufacturing lot (107224) totaled (B)(4) and all have been distributed worldwide with no other complaints of this nature. The received two products in question were examined and were definitely hurricane medical 4127 hydordissectors as there was question by the kit packer if they were the correct product. The products in question were inspected and met all the specifications of the device master record and dimensional attributes of the engineering drawing. Both samples irrigated a steady stream of bss as intended using a syringe although we had no way to access the plunger force used during irrigation. A broken capsule is an inherent risk associated with cataract treatment. It was later reported that both cataract treatments were successful.

Event description:
Two adverse events occurred during cataract treatment in (B)(6). Each, during hydrodissection while using a hurricane medical 4127 hydrodissection cannula, the first incident the user said "there was a block (or jam, stoppage) in the hydrodissector. The fluid has not gone through as intended. When pressing harder, the back capsule has broken, and vitreous liquid has come away from the eye, bigger operation than intended has been needed." The second incident the user said "the fluid has not gone through as intended. When pressing harder, the back capsule has broken, and vitreous liquid has come away from the eye. " on 8-23-17 it was verified that both incidents occured at the same hospital and one of the two incidences required an anterior vitrectomy although both cataract treatments were successful.